Event description:
It was reported that inappropriate shocks were delivered due to noise. A possible lead fracture was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.